Event description:
It was reported that on october 26th a novasure procedure was performed, and after the procedure, the doctor checked the array and found a hole in it. The array was checked prior to the procedure and was intact. The doctor had some initial difficulty seating the device and had to remove and re-introduce the device multiple times. Additionally the doctor was using a speculum and tenaculum. No injury to the patient was noted after the procedure. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.